Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additional system component being reported for this event: battery:(B)(4) - expiration date: 03-31-2015; (B)(4). Additional system component being reported for this event: battery: (B)(4) - expiration date: 03-31-2015; (B)(4). Additional system component being reported for this event: battery: (B)(4) - expiration date: 03-31-2015; (B)(4). Additional system component being reported for this event: battery: (B)(4)- expiration date: 03-31-2015; (B)(4). Additional system component being reported for this event: battery: (B)(4) - expiration date: 03-31-2015; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the site that the on (B)(6) the patient had a "critical battery alarm" and when the patient tried to exchange the controller the patient passed out and his wife restarted the controller few minutes (8min) later. Patient was said to have loss of consciousness with syncope. It was further stated that the patient was hospitalized. It was also stated that the neurological diagnosis came back as no stroke. An elective controller exchange was performed and five batteries were exchanged and will be returned to manufacture. No additional information available.

Manufacturer narrative:
One controller (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller's software (B)(4) was not upgraded to smr. The reported events (vad disconnect and critical battery alarm) were confirmed during the controller log file analysis. Log analysis revealed that battery (B)(4) dropped charge from 26% relative state of charge (rsoc) to 7% rsoc at a rapid rate, triggering the critical battery alarm. Prior to the alarm, the controller was connected to a controller ac adapter on power port one (1) and battery, (B)(4), was connected to power port two (2), which had a capacity of 26% rsoc. When the alarm occurred, the patient had exchanged the controller ac adapter to battery (B)(4) on power port 1, with 88% rsoc. This indicates that the critical battery alarm occurred immediately after the controller ac adapter was exchanged with a battery. The logs files also revealed a vad disconnect alarm after the critical battery alarm, likely due to an attempt by the patient to exchange the controller (as stated in the event details). Analysis of controller and batteries (B)(4) revealed that the devices met specifications; the controller and batteries passed visual examination and functional testing. Analysis of batteries (B)(4) revealed that the devices passed visual examination but failed functional testing due to a high max error. The max error is an indicator of how well the battery's rsoc is calibrated. A tendency to exchange batteries before reaching 25% rsoc may contribute to an out-of-calibration condition. This observation is not related to the reported event. The reported critical battery alarm was caused by battery, (B)(4), when the unit went from 26% rsoc to 7% rsoc. Functional testing revealed that the cells of the battery (B)(4) met expectation and therefore likely did not contribute to the reported event. A possible root cause may be attributed to an error with the software that calculates the battery capacity, however, this could not be duplicated during functional testing. Battery - (B)(4) - expiration date: 03/31/2015 - device manufacture date: 03/01/2014 received: 07/26/2016. Battery - (B)(4) - expiration date: 03/31/2015 - device manufacture date: 03/01/2014 received: 07/26/2016. Battery - (B)(4) - expiration date: 03/31/2015 - device manufacture date: 03/01/2014 received: 07/26/2016. Battery - (B)(4) - expiration date: 03/31/2015 - device manufacture date: 03/01/2014 received: 07/26/2016. Battery - (B)(4) - expiration date: 03/31/2015 - device manufacture date: 03/01/2014. (B)(4).